Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported phenomenon, ¿sometimes, image is not displayed when an endoscope is connected¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the reported issue was not reproduced. The device had a good appearance and no obvious signs of damage caused by mishandling. The device was powered on for observation, and the image was normal with no reproduction of the reported ¿no image¿. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (on behalf of the customer) reported to olympus, the evis exera iii video system center occasionally had no image when connecting the endoscope. The issue was found during preparation for use, and the therapeutic lithotomy procedure was completed with the same device, and without delay. There were no reports of patient harm.